Event description:
It was reported that, "doctor felt cement took 17-20 minutes to set instead of the recommended 8-14 minutes. Surgical staff also felt that it set differently."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.